Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue of broken was unable to be duplicated, so the original complaint issue was not able to be confirmed. Horse of the frame is twisted. Nothing broke.

Event description:
The frame is broken at the round piece that is underneath the bed spring and broken at the top of the bed spring all the way through.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The frame is broken at the round piece that is underneath the bed spring and broken at the top of the bed spring all the way through.